Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope was discovered to be improperly handled, which described, manual cleaning under running water - without immersion, was performed by the user/customer as a method of cleaning. The issue occurred during the reprocessing of the scopes after use. There were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported issue could not be confirmed. It is likely the following led to the malfunction: the process for the reprocessing has not been in line with the instruction for use (IFU) for the subject device. Therefore, it was presumed that the manual cleaning has been missed since the users did not comprehend the correct process in the IFU. However, the definitive root cause could not be determined. The instruction manual reprocessing manual for gif/cf/pcf/sif-290 series describes the methods for a correct cleaning. Olympus will continue to monitor field performance for this device.